Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you confirm all 10 patients were operated using the same lot ac6920 of the vcp316h product? For each patient, please provide: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What were the results of any tests / cultures performed (for the patient infection), if any? What type of medical or surgical intervention was performed, if any? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? Is there a dedicated room for this type of procedure? Was this event observed in different rooms or in the same? Were other surgical disciplines affected by this event?

Event description:
It was reported that the patient underwent a pediatric cardiac procedure on unknown date and the suture was used. Following the procedure, the patient experienced dehiscence and infection reaction. It was also reported that the customer sent sample of new and sterilized suture packet for culture test and enterococcus faecium was found. Additional information has been requested.